Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The root cause for this complaint cannot be determined the manufacturer internal reference number is: (B)(4)

Event description:
A surgeon reported a patient presented with hyphema after hydrus microstent implantation. It was described as ¿poor outcome.¿ however, when additional information was requested, the surgeon declined to provide additional patient, event, and product details.

Manufacturer narrative:
Device identifiers and additional information were requested; however, no further information is expected. The location of the device is unknown, but presumably remains implanted. Since the device was not returned to the manufacturer, an evaluation of the device could not be performed. Should additional information be provided, a supplemental report will be submitted. Hyphema is listed in the device labeling as a potential adverse event. The manufacturer internal reference number is: 2023-00910.